Manufacturer narrative:
Citation: imamura t, fujioka h, ushijima r, et al. Cardio-splenic relationship in patients receiving trans-catheter aortic valve rep lacement. J clin med. 2023;12(23):7392. Published 2023 nov 29. Doi:10.3390/jcm12237392 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# (B)(4)) / evolut r (product code npt, PMA# (B)(4)). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of the indexed splenic volume on patient outcomes after transcatheter aortic valve replacement (tavr). Medtronic (corevalve/evolut r) and non-medtronic (sapien xt/sapien 3) valve types were implanted in the study population of 343 patients. During the two-year observation period, two cardiovascular deaths occurred. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Hospital readmissions due to heart failure were also observed by the authors during the two-year span. No additional adverse outcomes were noted.